Manufacturer narrative:
(B)(4) the device was not returned for evaluation and a device history review was unable to be completed as the relevant lot number was not reported. There was no reported device malfunction.

Event description:
On (B)(6) 2018, a patient underwent an off-pump totally thorascopic maze procedure with cobra fusion 150. The patient was heparinized for an act of greater than 350. The temperature setpoint for the fusion was 65. The indicators on the device which indicate longitudinal lines and suction stability were positioned and okay to ablate was confirmed prior to ablation. The device was most likely twisted at a place that couldn¿t be visualized and the suction of the device was in the wrong direction and the pericardium was burnt. Patient hospital stay extended for observation for concern of esophageal injury. Procedure was delayed approximately 30 minutes. An atricure mlp1 device was used for any ablation gaps. The patient was discharged on (B)(6) 2018 in normal sinus rhythm.

Manufacturer narrative:
(B)(4). Additional information obtained per surgeon - ablation performed on the posterior pericardium ¿ approximately 2/3 of the posterior pericardium, extending from just medial from the right inferior pulmonary vein and extended to beyond the left inferior pulmonary vein. Ablation location was not noticed during the ablation, it was only noticed after the device was removed and the posterior pericardium was inspected from the left chest during thorascopic left atrial appendage ligation. Post-ablation, the patient underwent an egd which revealed submucosal hematoma at 40cm from the incisors, consistent with the location of the pericardial ablation location. No gross mucosal violation or perforation was identified at the time of egd.